Event description:
The ge oec 9800 fluoroscopy system intermittent fluoro drop-out. Some exposures would not display an image.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction but, based on description replaced the image processor pcb. The system was tested, found to be functioning as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.